Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracked battery cap and a battery out limit alarm all the time. Customer was advised that a battery cap will be sent. Customer's blood glucose was 11 mmol/l. Customer tried to reset the pump without success. Customer was advised to call back if the insulin pump does not work with the new battery cap.